Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead body damage. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead body damage. This occurred when the physician was cutting the scar tissue, they cut the initial part of the lead and capped it. The lead will not return for analysis. A new lead was implanted. No additional adverse patient effects were reported.